Event description:
IV tubing became disconnectd from female end of cannula (which was connected to a central line) while pt was sitting at a table putting a puzzle together. Rn documented a moderate to large amount of blood loss. Volume of blood loss was not estimated.